Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. The session records were reviewed and it was determined that the device entered ble lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic and the pairing was restored. There were no patient consequences reported.